Manufacturer narrative:
This report is being supplemented to correct information that was provided in the initial medwatch report and to provide additional information based on the legal manufacturer's final investigation. Correction to information provided in g2 of the initial medwatch report: user facility was inadvertently selected. The subject device is an olympus loaner device that was returned to an olympus service center with no alleged complaint. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, the foreign material found in the air/water channel and cylinder was not identified. Hence, a conclusive root cause of the foreign material remained in the device could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: - IFU states that detection method in evis exera tjf type 160vr operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in evis exera tjf type 160vr reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found foreign material in the air/water cylinder, a loose elevator channel plug, an air/water cylinder and suction cylinder with no color, a scratched switch box and objective lens, a chipped light guide lens, a cut connecting tube, and peeled coating on the universal cord. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus asset, duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was foreign material in the air/water tube. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.